Event description:
It was reported the lumify ultrasound system was not available during an emergent examination of a patient with chest trauma. The ultrasound system generated an error code and the exam was subsequently aborted. Additional information is being obtained to determine patient outcome. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed; however, there was insufficient information to determine cause of the reported issue. Essential information such as the physical device, logs, or steps to reproduce the issue were not provided.